Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, despite the use of multiple usb cables. Customer¿s blood glucose level was 432 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into an alternate wall outlet.